Event description:
It was reported the patient¿s lead is exhibiting high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced with a competitor lead.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.